Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving a dose of 90.63mcg/day at a concentration of 500mcg/ml of gablofen baclofen via an implantable infusion pump for intractable spasticity and other spasticity. It was reported that the patient had missed a refill and their pump was alarming for an empty pump. The patient missed their refill due to being in the hospital. The pump was aspirated and 0.25ml to 0.5ml of drug was removed. The hcp lowered the dosage to 50mcg/day after refilling the pump. The patient experienced the symptoms of "kicking a little more". The low reservoir alarm date was (B)(6) 2016 so it was calculated that the pump would be empty on or around (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.